Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Initial report was that a patient's generator had "worked its way out of the pocket." The patient was recently implanted in (B)(6) and was reported to be scheduled for a procedure. Further information was received that the patient's generator was explanted and that there was no suspected infection at the time. A culture was sent to verify. Further information was received in clinic notes. The clinic notes speak to the patient's generator extruding from the skin due to superficial placement. The family states since placement of the generator it appeared more superficial than previous devices and the physician confirms this. The patient is stated to be referred for the generator to be removed and replaced. The notes speak to the patient having an infection at the site now requiring removal and replacement. Further follow-up was performed for information related to the infection and it was confirmed that no infection was present. No other relevant information has been received to date.